Event description:
It was reported that a lead broke prior to patient implantation. Cause and analysis was not given. Additional information is being conducted to obtain these answers. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).